Event description:
A hot/warm pack was prepared using a chux disposable underpad, a towel and 190 degree water from an "insta-heat" faucet. A microwave oven was used to rewarm the pack as it cooled. The pack was applied to a post-abdominal hysterectomy pt's abdomen. This resulted in a thermal skin injury with blistering, infection and subsequent surgery to debride the injured tissue.